Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found damage from mid-stent to distal stent, with stent struts lifted and stretched distally over the distal tip. Proximal stent strut row 4 has stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer, inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The de novo target lesion was located in the left circumflex artery. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and was noted the stent was damaged while being advanced in to the patient. The procedure was completed with a different device. No patient complications were reported and the patient was stable.